Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4). (B)(4). Analysis of the desktop charger (37761) found that it had a broken connector pin. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient put the desktop charger cable into the ins recharger the wrong way and now the insr wont charge, and that the connector pin was broken. A replacement insr and desktop charger were sent to he patient. It was noted that the patient programmer screen showed that the ins was completely dead. No symptoms were reported.

Manufacturer narrative:
(B)(4) now applies to the desktop charger ((B)(4)) .

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.